Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reported conflicting sars result. It is unknown if the patient was symptomatic. The patient initially tested positive and tested negative upon repeat. No confirmatory testing completed.